Event description:
It was reported the patient had stimulation in the wrong location. The patient reported they are usually programmed with the stimulation higher on their right side because that is the side that bothers them more. It was noted that ¿a few days¿ prior to report the patient did not feel stimulation on their right side unless they were in the sitting position and lost stimulation in the upright and laying position. The patient reported they did have stimulation on their left side. It was noted the patient has not had any programming changes and sees no change in therapy screen for each adaptive stimulation position. It was reported the changes in therapy began after they were hit at their implantable neurostimulator (ins) site by their grandchild. Additional information received reported the patient had stimulation in the wrong location and a loss of stimulation/therapeutic effect. It was noted the patient will be reprogrammed however it will not occur until their health care provider (hcp) takes x-rays and confirms the position of the leads. It was reported the patient fell 4 weeks prior to report and was then unable to get good stimulation to their right leg. It was noted the patient feels the stimulation more in their left leg than their right. It was further noted the patient was reprogrammed but could only get stimulation in their right leg when they were in the sitting position. When the patient is lying on their back or right side they only get stimulation in the right leg. It was noted the patient has a follow up appointment with their hcp on (B)(6) 2014. Information reported regarding fall and change in stimulation pattern was previous recorded however the patient has attempted to increase intensity in each position to see if the coverage changes but it does not. It was noted the patient has less than 50% coverage. Additional information received reported the patient was scheduled on (B)(6) 2014 for reprogramming. Additional information received reported the manufacturer representative met with the patient on (B)(6) 2014 and they were reprogrammed. It was noted they were unable to get adequate stimulation to the patient¿s right side where it was most needed. It was reported the manufacturer representative suggested the patient needed x-rays to verify lead placement but nothing had been schedule. It was noted the patient was to follow up with their health care provider (hcp) in ¿several weeks¿. It was noted the patient was left with manual programming that gave them coverage in their right leg when upright but not when lying.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported the patient had a lead replacement surgery done on (B)(6) 2014. During the surgery the patient¿s feedback indicated the stimulation coverage was inconsistent with the varying lead positions. The patient¿s health care provider (hcp) though their spinal cord may be slightly rotated internally. The hcp positioned the leads for optimal outcome for the patient based on their perception of the stimulation and feedback.